Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a surgical procedure on (B)(6) 2025 to implant new lead to cover new pain area, the ipg reset 3 times. The ipg was set into surgery mode prior to the procedure. Troubleshooting was able to resolve the issue and connection to the ipg was possible. Reportedly, once the lead was connected back to 1-4 ipg header port, the lead did not insert all the way in. As such, the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was resumed.